Event description:
It was reported that a device embolization occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The closure device met all release criteria and had a complete seal. There were no issues or complications that were reported to have occurred during the procedure. On (B)(6) 2020 the patient had their 45 day follow up visit. During their visit, the closure device was not observed in the heart, the aortic arch nor the descending aorta. The patient was stable and showing no symptoms of an adverse event. The patient had a fluoroscopy exam performed where it was found that the device was at the bifurcation to the right and left iliac arteries. The feet of the device were in the left iliac and the top of the device was in the right. The physician scheduled a procedure to remove the device from the patient. On (B)(6) 2020 the patient had their procedure to remove the device. The closure device was snared and successfully removed from the patient. An aortogram was performed that showed there were no issues or complications for the patient. The patient was discharged home later that day.